Event description:
A report was received via social media that the patient's trial made the pain worst. It was noted that the lead fell out on it's own. The patient underwent a lead revision procedure. The patient was reportedly doing well.